Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ patient was revised due to loosening of the acetabular cup and pain. Doi: (B)(6) 2007; dor: (B)(6) 2012 (right hip). **update** (B)(4) 2013 - litigation papers received. Litigation alleges discomfort, swelling, immobilization, damage to tissue and/or bone surrounding the acetabulum and systemic injuries and elevated metal ion levels. The complaint was updated on: (B)(4) 2014. Comment: due to litigation discussing the issues of metal-on-metal, we are now reporting the femoral head as well. Should we receive additional information, we will update accordingly.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.